Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-01238. It was reported that during a stenting treatment procedure stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was predilated with a non bsc balloon and then a 2.50x20mm taxus liberte stent was deployed in the mid lad followed by a non bsc stent that was deployed in the proximal lad. Angiography was performed and dissection was noted at the distal part of the implanted 2.50x20mm taxus liberte stent. The physician attempted to advance a 2.50x12mm taxus liberte stent delivery system (sds) to the lesion for treatment of the dissection; however, the 2.50x12mm device was unable to cross the lesion. The physician attempted to cross the lesion with the same device multiple times without success. When the physician attempted to insert the device into the patient again it was noticed that the stent was no longer on the sds balloon. Plain old balloon angioplasty (poba) was performed in the lesion with a non bsc balloon and the procedure was successfully completed. After the completion of the procedure the physician searched for the dislodged stent with angiography; however, the stent was unable to be located. No additional patient complications were reported and the patient's current condition is listed as good.